Manufacturer narrative:
New information was received for another file reported under MFR report# 1119421-2019-00719 & corrected report MFR report # 961269-2019-00256. Upon review of data it was determined that the other file was a duplicate of this file; although the second file actually had extensive data including the serial number for lens and it had two follow up reports to the FDA as well. Due to the extensive data in the second file it will be used as the sole file going forward and the file for MFR report # 1119421-2019-00424 will be canceled. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was exchanged for another lens one week after initial implantation.

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) noticed a small tear at the optic/haptic junction following implantation. At 1 day postop, the lens was centered and looked good. At the 1 week visit the lens was decentered and a lens exchange was planned. Additional information was requested.